Event description:
Discordant potassium result with blood gas analyzer. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant result.

Manufacturer narrative:
Customer was advised to send tracelog and sensor data to MFR for review.